Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient (pt) said for the last 2 nights the communicator has not worked at all. Patient said they called the hospital this morning and did troubleshooting with, the staff member because they think their therapy is off, they had trouble eating this morning. Pt said they rebooted it and enterred the numbers but nothing worked. Worked with patient to try to use the equipment and patient reported seeing: not found communicator and: check the status of your neurostimulator device. Worked with pt to reboot the communicator, retry, plug in and unplug the communicator, reset it again several times, restart the handset but pt continued to get: not found communicator. Tried to synch while the communicator was plugged into power but the issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator. Reviewed if therapy off causes them medical issues and they need therapy turned back on, prior to the arrival of communicator they could reach out to their doctor for support. During the call worked with pt to also use their recharger and the recharger app, pt confirmed they were recharging, the ins battery was 90% and therapy was off. Redirected to their doctor, redirected to call patient services back if they needed further support.

Event description:
Additional information was received from patient stating that they were still unable to turn the patient's therapy off because they were still unable to pair the handset and the new communicator. Caller mentioned previously reported information regarding having their old replaced and seeing the not found - communicator screen whenever they tried to pair their external devices. Added that they only see the green light on the new when they turned it on. During the call, agent walked caller through several troubleshooting steps including hard resetting the, turning bluetooth on and turning airplane mode off, using the "switch communicator" feature, restarting the handset, and using the communicator while plugged and unplugged, but they were still seeing the not found - communicator screen. Troubleshooting steps did not resolve the issue.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.